Event description:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("right insert was seen in the pelvis on the left side and nothing in the right fallopian tube"), device expulsion ("essure in left tube was in uterine cavity") and genital haemorrhage ("bleeding") in a (B)(6) female patient who had essure (batch no. E13073) inserted. The patient's past medical history included gravida ii and parity 2. Concurrent conditions included obesity and retroverted uterus. Concomitant products included bupivacaine (marcaine) for analgesia. On (B)(6) 2017, the patient had essure inserted. On an unknown date, 4 years 1 month after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criterion medically significant) with abdominal pain lower and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (left coil removed with hysterectomy on (B)(6) 2017 and new one placed). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion and genital haemorrhage had resolved. The reporter provided no causality assessment for device dislocation and device expulsion with essure. The reporter considered genital haemorrhage to be related to essure. The reporter commented: essure was inserted during follicular phase. Cervical dilation was done during insertion. The insertion was difficult. Right essure was in correct position. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. There were no abnormal uterine findings prior to essure insertion. On (B)(6) 2018, hysterosalpingogram revealed that only the left tube was occluded and the other insert was seen in the pelvis on the left side and nothing in the right fallopian tube. Hysterosalpingogram showed both the tubes were blocked after insertion of new device left fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-feb-2018: new events added- essure in left tube was in uterine cavity with symptom cramping and bleeding. Lab data, historical conditions, lot no and concomitant drugs added. On 15-mar-2018: quality-safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.